Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right aneurysm with a max diameter of 3.7 mm and a 2mm neck diameter. It was noted that the patient's blood vessel tortuosity was severe. The landing zone was 1.97mm distally and 2.34mm proximally. It was reported that the pipeline flex stent tip could not be opened at the distal section.  After repeated attempts, it was withdrawn. The angiographic result post procedure showed middle cerebral artery. The pipeline was not positioned in a bend. The pipeline didn¿t stuck in the capture coil. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times.  There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient, but it was unknown whether the pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210) ¿ as found condition: the pipeline flex device was returned within a shipping box and an a plastic bio-pouch. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. However, the pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pipeline flex pusher resheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. One end of the pipeline flex braid was found open and damaged (frayed). The pipeline flex braid middle segment was found damaged. The other end of the pipeline flex braid was found tapered (not fully open). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the proximal and distal ends of the braid could not be identified. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the braid was not deployed in a bent, it is likely that the patient¿s severe vessel tortuosity and the damage found with the braid contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The product model and lot number provided by the hospital's catheterization lab were incorrect. This correction was hereby made. The correct model number was: ped-300-20, lot number: b697374.